Event description:
The customer reported that there was a saline sprinkle from their versajet handpiece, delivering irregular cuts and causing deep/uneven cutting marks. The customer changed to a second new handpiece and same problem happened. The defect was noticed upon using the product.

Manufacturer narrative:
(B)(4).